Manufacturer narrative:
It was further informed that the device was not available for evaluation. Without return of the product, edwards is unable to perform a complete investigation of the reported event. It is not possible to determine what factors may have contributed to it, and therefore no actions could be planned.

Event description:
As reported, during a training session for the intensive therapy unit (itu) staff, this flotrac sensor connected to a philips bedside monitor through the red connector and to the hemosphere monitor through the green connector, provided different blood pressure values in both monitors. There was no error message displayed. The readings on the hemosphere monitor were approximately 139/80 mmhg, while the philips bedside monitor showed 159/87 mmhg; meaning a difference of around 20 mmhg in the systolic blood pressure and 5-7 mmhg in the diastolic blood pressure. The mean arterial pressure (map) differed by 10 mmhg between both monitors. Both monitors were re-zeroed, flotrac re-leveling and disconnecting and reconnecting both cables. Also, the cable connecting the flotrac and philips monitor was exchanged without success. As the patient was expected to be taken off the arterial line that day, a new flotrac sensor was not tried. The hemosphere monitor has worked correctly in other procedure after this event. There is no allegation of patient injury. The device was not available for evaluation, model and lot of the device was not available since the package was discarded. Patient demographics were not provided.

Manufacturer narrative:
Upon the return of the product an investigation will be completed to consider any potential factors that may have contributed to this complaint and a supplemental report will be sent with the investigation results. The lot number for this device was not supplied; therefore, further review of the related manufacturing records could not be performed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during a training session for the intensive therapy unit (itu) staff, this flotrac sensor connected to a philips bedside monitor through the red connector and to the hemosphere monitor through the green connector, provided different blood pressure values in both monitors. There was no error message displayed. The readings on the hemosphere monitor were approximately 139/80 mmhg, while the philips bedside monitor showed 159/87 mmhg; meaning a difference of around 20 mmhg in the systolic blood pressure and 5-7 mmhg in the diastolic blood pressure. The mean arterial pressure (map) differed by 10 mmhg between both monitors. Both monitors were re-zeroed, flotrac re-leveling and disconnecting and reconnecting both cables. Also, the cable connecting the flotrac and philips monitor was exchanged without success. As the patient was expected to be taken off the arterial line that day, a new flotrac sensor was not tried. The hemosphere monitor has worked correctly in other procedure after this event. There is no allegation of patient injury. Additionally, the pressure cable that was being used in the procedure had the clip broken (2025-01805-01). Patient demographics were not provided.